Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium and alanine aminotransferase (alt) for a total of six patient samples. Of the information provided, only the issue with calcium was a reportable malfunction. The customer stated the initial results were negative and accompanied by a data flag. The results were then normal upon automatic repeat testing. The customer refused to provide specific patient data. The customer refused to provide information concerning which results were reported outside the laboratory or if any patients were adversely affected. The calcium r1 reagent lot number was 68124401 with an expiration date of 06/30/2014. The calcium r2 reagent lot number was 68534201 with an expiration date of 09/30/2014. The customer stated she replaced the calcium reagent which resolved the issue with calcium results. The field service representative could not find a cause and could not replicate the issue. He checked the instrument for fluidic, optic and mechanical problems and ran successful precision testing.

Manufacturer narrative:
A root cause for this event could not be determined. Additional information for further investigation was requested but not provided.